Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an inaccurate high reading on her one touch ping meter. The patient compared her one touch ping to an one touch ultra 2 meter and obtained the following readings at 9:21am on (B)(6) 2010. One touch ping meter the patient obtained a 398 mg/dl and less than 30 minutes later tested on a one touch ultra 2 meter and obtained a 328 mg/dl and a 284 mg/dl. The patient did not develop any symptoms due to the alleged issue. Due to the high readings, the patient increased their dosage of novolog insulin to 17 units. The patient did not seek any further medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and the patient's self-treatment correlated with the alleged high readings. The complaint is being reported since based on the statistical methodology, the calculated difference of these glucose results ( 398 mg/dl on the ping meter and the 284 mg/dl on the ultra 2 meter) exceeds the expected value of <=30% and /or <=30 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.